Manufacturer narrative:
The complaint of an detached cuff is inconclusive. The image in the x-ray reveals a catheter in upper chest cavity. That is all that is discernible in the picture. A confirmation of a dislodged catheter and detached surecuff cannot be confirmed from the photo. At this time the mechanism of damage is undetermined. A lot history review(lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. (421887).

Event description:
It was reported that (B)(6) 2012, the pt was implanted a long term dialysis catheter, the surgery was successful, 3 times one week hemodialysis in another hospital. On (B)(6) 2012, the pt found the catheter out of body part longer than before when he was stay at home.